Manufacturer narrative:
Steris became aware of this event on 2/3/2017 and filed MDR 1043572-2017-00010 on 3/3/2017. Upon receipt of (B)(4) on 4/7/2017 we reviewed our service history and confirmed the event described in medwatch # (B)(4) is the same event which was reported in MDR 1043572-2017-00010. Per conversation with the steris associate account manager, the patient subject of the reported event sustained no injuries or adverse effects as a result of the event. The in-service training performed on 3/17/2017 included all or staff members. The steris associate account manager's in-service training covered demonstrating and discussing different table orientations and the proper way to use the 5085 surgical table.

Event description:
(B)(4).

Manufacturer narrative:
The 5085 surgical table was inspected by a steris service technician after the event and was found to be operating properly; no issues with the table were noted. The event is attributed to the improper use of several, non-steris table accessories that compromised the patient's positioning. The facility's nurse manager informed steris personnel that she does not believe the steris surgical table caused or contributed to the event but rather the improper use of non-steris accessories. During the event, the patient was positioned upon a hovermatt® that had been placed atop of the surgical table. The hovermatt is not manufactured or distributed by steris and is used to assist in the lateral transfer and repositioning of patients. Per discussion with steris account and product management personnel, the hovermatt is not designed or intended to remain on the surgical table through the duration of the procedure as was seen in this event. The user facility's nurse manager additionally reported that at the time of the event, the patient's legs were secured in allen medical stirrups which were not correctly installed to the surgical table; specifically, one of the stirrups was installed upside down and may have contributed to the reported event. Allen medical stirrups are not manufactured or distributed by steris. Steris account management personnel are scheduled to return to the facility on march 17, 2017 to provide in-service training regarding the proper use of the 5085 surgical table and table accessories.

Event description:
The user facility reported that during a patient procedure, the 5085 surgical table would not respond to all table commands. During the procedure, the user facility staff observed the patient's positioning had shifted towards the foot section of the table. The user facility guided the patient from the foot section of the table to a stretcher and the procedure was cancelled. It was reported the patient sustained an injury during the event, however additional information regarding the patient's current status, or if medical treatment was administered was not provided by user facility personnel.